Event description:
It was reported that the pacemaker was interrogated and it was found to be in safety mode. Device replacement was recommended. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the pacemaker was interrogated and it was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.